Manufacturer narrative:
On 05/10/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system unexpectedly became unresponsive on the navigate screen, in spine software. A system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
On 6/10/2016 a medtronic representative replaced the computer in the system. After computer replacement system tested fully functional. Analysis of suspect computer as follows: during initial testing the computer booted normally to the application screen. The cranial application and exams loaded normally. The ram memory passed memtest86 testing. The hard drive passed the seatools short test. Pending phd testing. The computer passed all phd testing including test 6-keyboard control. Unable to replicate reported event. No further issues reported after computer replacement.